Event description:
It was reported that during in clinic interrogations, right ventricular (rv) lead exhibited high defib impedance. The lead was capped and replaced on (B)(6) 2026. The patient is in stable condition.